Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta)/stenting procedure, the 135 cm. Powerflexpro 6mm. X 2 cm. Balloon catheter (bc) ruptured at ten atmospheres (10 atm.) During the third inflation to post-dilate a previously implanted smart stent. There was no reported patient injury. The product was clinically used. And it will not be returned for analysis. The target lesion was the superficial femoral artery (sfa). The lesion was reported to be: a 95% stenosis, heavily calcified, and mildly tortuous. A contralateral approach was made. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, guiding catheter or the vessel/vasculature. There was no reported difficulty accessing the target lesion. The catheter did not kink during use. The catheter was removed easily from the patient and was intact. No additional information is available.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta)/stenting procedure, the 135 cm. Powerflexpro 6mm. X 2 cm. Balloon catheter (bc) ruptured at ten atmospheres (atm.) During the third inflation to post-dilate a previously implanted smart stent. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa). The lesion was reported to be 95% stenosed, heavily calcified, and mildly tortuous. A contralateral approach was made. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, guiding catheter or the vessel/vasculature. There was no reported difficulty accessing the target lesion. The catheter did not kink during use. The catheter was removed easily from the patient and was intact. There was no reported product issue with the implanted smart stent. No additional information is available. The device was not returned for analysis. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device for analysis, the reported balloon burst at/below rbp could not be confirmed and the exact cause could not be determined. Based on the information available for review, the balloon burst upon third inflation. There are vessel characteristics (95% stenosis and heavily calcified) which may have contributed to the reported burst. Neither the DHR nor the information available for review suggest that the reported could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.